Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was only giving her very little amount of insulin and no alarms note. Customer had changed the set twice. Customer's blood glucose was over 300 mg/dl, up to 425 mg/dl at one point. Device passed the self test. Device passed the high pressure test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.